Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A user facility report form was received from a risk manager reporting an incorrect treatment was observed post lasik procedure of the right eye. Reporter indicated the treatment plan was entered incorrectly. Patient is scheduled to receive a secondary enhancement procedure. Upon follow up, reporter confirmed the surgical technician misread the surgeon's writing and programed the spherical component of the treatment plan incorrectly.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history review shows that the laser was verified successfully prior to the date of treatment. Logfile review could confirm that the wrong data was entered. However, the device was working as intended. No technical problem identified. No technical root cause was identified as the product was found to be within specifications. The root cause could be confirmed as use error due to wrong data entry. The data entry has to be made manually and has to be confirmed by pressing ok button. (B)(4).